Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered insulin while still being connected to the pump during the fill tubing process. Reportedly, the customer filled tubing with 17.5 units. The customer then received a fill tubing alert and reportedly delivered 13.1 units of more insulin while still being connected to the pump. The customer changed the cartridge and performed fill tubing with 17.5 units prior to contacting tandem technical support (cts). During troubleshooting, cts advised the customer to immediately disconnect from the site. Cts assisted the customer in performing the fill tubing process and resuming insulin delivery. The customer's blood glucose (bg) was 260 mg/dl. Upon reviewing the pump history, cts confirmed that the total amount of insulin delivered during the fill tubing process while still being connected to the pump was approximately 30 units. The customer reported that treatment was available if a low bg was experienced. Upon follow up, the customer's bg decreased to 169 mg/dl, then to 130 mg/dl. Reportedly, the customer was "comfortable" with bg level and declined further follow up. The customer consumed candy, food and soda to address decreasing bg levels.